Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient no longer saw their managing hcp for their dbs system. They said they saw a different neurologist and said they would eventually train with the dbs therapy. The caller reported their doctor thought something was ¿malfunctioning¿ with the dbs implant affected the right side and thought it needed to be adjusted. They said they may want them to have the system reprogrammed/checked. They walked through checking the ins with the programmer. The caller confirmed stimulation was on 3.5v. They also said they would rather adjust stimulation when checked with the hcp so no more troubleshooting was done.